Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 5/24/2019. Device evaluation: a visual inspection using magnification was performed to the returned sample. The lens was returned cut in two pieces. Loose fibers/particles were observed on the lens pieces related the handling of the unit out of a sterile environment. Residues of viscoelastic material were observed on lens pieces. No damaged was observed to the haptic. The condition in which the sample returned is consistent with a lens that was implanted and explanted. The complaint issue reported could not be verified. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that vision of the patient was not as expected during the post-op examination. There was a refractive surprise. Through follow-up we learned that the target was ¿ 2.67 (barrett universal). An explant was performed, and the explanted lens was replaced with another zcb00 of a lower diopter (23.5). No sutures, incision enlargement or vitrectomy were necessary and no delay occurred. The patient shows improvement shortly after surgery. No additional information was provided.